Event description:
--

Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged one day post implant. An invasive procedure was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was successfully explanted and replaced. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Additional information was received that the lead was discarded following explant and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--